Event description:
Additional information from the physician/author stated that there were no explanted devices, that the implanted valve is functioning normally now, and the patient is off anti-coagulation therapy.

Event description:
Additional information from the physician/author stated that the patient weighed (B)(6) at the time of the event.

Manufacturer narrative:
Citation: schneider ae et al. Non-infectious thrombosis of the melody valve: a tale of two cities. Catheterization and cardiovascular interventions, e-published 2016 jul 20. Date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature of a (B)(6) female patient with congenital pulmonary stenosis who underwent pulmonary valvuloplasty in infancy. At age (B)(6), to treat progressive pulmonary regurgitation, she underwent uncomplicated pulmonary valve replacement with a medtronic 27-mm hancock porcine bioprosthetic valve (pli 10, serial number not provided). Echocardiogram at one year showed a mean gradient of 33 mm hg with mild-moderate bioprosthetic valve regurgitation. Two years later her echocardiogram demonstrated severe pulmonary stenosis (mean 47 mm hg) with moderate regurgitation. She was referred for transcatheter pulmonary valve replacement. Intracardiac images before intervention showed diffusely thickened leaflets. She underwent successful implant of a medtronic melody valve (pli 20, serial number not provided), and was discharged the following day. Routine one month follow-up showed normal valve function. One month later she experienced episodes of acute left-sided chest pain, exertional and non-exertional. Chest computed tomography (CT) showed acute pulmonary embolism (pe) in multiple right lower lobe segmental/subsegmental branch es. Echocardiogram demonstrated valve obstruction with limited leaflet motion. Echodensity within the valve was suggestive of thrombus with a mean systolic gradient of 46 mm hg, moderate right ventricular (rv) enlargement, reduced systolic function, and moderate tricuspid regurgitation. Two blood cultures were negative. The patient was treated with heparin and warfarin, and following rapid clinical improvement was discharged. At 2 weeks post discharge she was back to her normal state of health. Repeat echocardiogram demonstrated normal appearance of the valve leaflets and mean gradient of 15 mm hg. Follow-up echocardiograms performed at regular intervals between 6 weeks and 6 months following her hospitalization demonstrated stable, mild gradient, trivial regurgitation, and normal valve appearance. At 10 months post-implant she continues to do well. Serial echocardiograms show normalization of rv size and normal valve function. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.